Event description:
It was reported that the customer has problems with rewinding and priming. It was mentioned that when the customer called they were not coherent and were not responding properly. The customer's family member stated that the customer had a low bg reaction. Bgs were treated with glucose tablets. Then the customer was taken to the hosp. The customer had a back up plan.